Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that her son experienced low blood glucose. The customer blood glucose level was above 62 mg/dl at the time of incident. Customer other relevant blood glucose level was 36 mg/dl, 42 mg/dl, 54 mg/dl, 205 mg/dl. Customer was treated low blood glucose with carbs and food. Customer was using suspend on low feature on insulin pump. Insulin pump had low battery. Troubleshoot was performed. The insulin pump will not be returned for analysis.